Event description:
It was reported via social media that following a permanent implant procedure the patient was having staphylococcus aureus infection and pain. The patient underwent an emergency surgery. Additional information was received that the patient underwent an explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a permanent implant procedure, the patient was having staphylococcus aureus infection and pain. The patient underwent an emergency surgery.